Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned, analyzed, and no anomalies were found. (B)(4).

Event description:
The patient reported having excessive pain in the left breast since the device was implanted. The patient indicated that the device causes breast to quiver. Patient indicated that physician advocated the use of a pain reliever. The device was explanted and not replaced. No further patient complications have been reported as a result of this event.